Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the physician observed that the central venous catheter (cvc) had separated while indwelling in the patient. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." The affected device was removed and replaced with another device. No additional medical intervention was required.